Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a colonoscopy rectum procedure performed on (B)(6) 2026. During the procedure, the bander did not fire correctly. One band deployed properly, but the other did not. They reported that the first two bands misfired, the third worked, and then it misfired again. The procedure was completed with the original device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.